Event description:
It was reported that the system displayed a hd drive error on boot-up. This issue can prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu. The system operates as intended.